Manufacturer narrative:
(B)(4). Evaluation summary: the misaligned deployment and difficult to recapture the tapered tip events could not be confirmed as the events occurred in vivo. There were no abnormalities with the delivery system and functioned as expected. The cause of the reported events could not be conclusively determined from the returned device.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of ruptured abdominal aortic aneurysm. It was reported that during the index procedure, one of the suprarenal stents did not oppose against the aorta wall after the suprarenal stents were fully released; it was lying in a position towards the medial portion of the vessel. The physician then had difficulty moving the delivery system proximal of the suprarenal stents to recapture the tapered tip. The physician was concerned that they might end up covering the renal arteries. The physician then managed to move the delivery system slightly proximal and was able to recapture the tapered tip. The physician then removed the delivery system successfully from the patient. As the device was moving distally through the graft, the suprarenal stent that was not fixed to the wall sprung against and fixed itself against the vessel wall. At this point the endurant bifurcate stent graft was fully deployed, and angiography showed both renal arteries were intact. There was no further issues with the procedure. Per the physician, the cause of the event was unknown. The physician stated that they followed the instruction for use when deploying the stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).